Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 30 mg/dl. The customer mentioned having a motorcycle accident because of his low blood glucose. Troubleshooting was performed. The amount of insulin left in the reservoir matched with the units left in the status screen. The prime history showed that the insulin pump has being manually primed every four days. Ran a displacement test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.